Event description:
It was reported that there was a leak from the junction between the spike of the transfer set and the patient line of the yume set during use. There was patient involvement, but there was no patient injury or adverse event associated with this report. This is report 1 of 2 for the same patient.

Manufacturer narrative:
(B)(4). During device evaluation, visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. The uv spike outside diameter was within specification. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for the same patient as reported in (B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.